Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H1 additional narrative: investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed slightly signs of use on the device, but in expected condition. Via functionality testing of the interface cable, the device was connected to a fms duo pump. The default settings were present on the pump, the blue indicator light was shown indicating the interface cable was recognized by the test pump and was receiving power. A test shaver handpiece was wired through the interface cable. When the shaver was activated/powered on, instantaneously the blue indicator light was flashing on the device indicating the interface cable did recognize the current going through the test shaver; also, the device activates the pinch valve on the pump. During the irrigation in the set up of the pump, the cable still flashing; therefore, the cable is functional, and no anomalies were found. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the results, this complaint cannot be confirmed. A possible root cause for the reported failure can be attributed to an incorrect set up during the procedure which could lead to an incorrect recognition by the fms vue pump, however it cannot be conclusively affirmed. Other than this possibility, we cannot discern a definitive a root cause for this failure. As per IFU, it is important to verify that the device body is properly placed on the handpiece cable. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6)2022 , it was observed that the fms connect interface cable vue device did not work when it was plugged into the pump. According to the report, the pump showed shaver settings (2500) but it did not activate the shaver suction. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.